Manufacturer narrative:
Follow-up report submitted to document device evaluation results. H3 other text : product not available.

Event description:
The user facility reported the device didn't provide stimulation during use in a surgical procedure. This condition, in which the device does not deliver energy, may be interpreted by the user as a false negative result, or may result in the loss of of ability to nerve monitor, posing increased risk of nerve injury. The procedure was completed successfully, without the use of nerve monitoring. There was no surgical delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Quality investigation is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
The user facility reported the device didn't provide stimulation during use in a surgical procedure. This condition, in which the device does not deliver energy, may be interpreted by the user as a false negative result, or may result in the loss of ability to nerve monitor, posing increased risk of nerve injury. The procedure was completed successfully, without the use of nerve monitoring. There was no surgical delay, no medical intervention, and no adverse consequences.